Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was dim due to a failure in the backlight. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the screen was dim due to a failure in the backlight. The investigation is ongoing.